Event description:
According to the reporter, intra-operatively, the device bag was tore. The surgeon inserted the device, which when he opened it found ripped making it impossible to use. Another device was used to complete the procedure. No patient injury has been noted. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.